Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no audio output occurred. The patient reported no audio output and prior to the event she was able to hear alarms and alerts on her device. In the morning on (B)(6) 2022, the patient was sleeping. The cgm high alert was set to 250 mg/dl. Her bg rose to over 600 mg/dl, and although the device showed high on the display screen, she did not hear any audio alarms or alerts. No symptoms were specified. She was admitted to the hospital with diabetic ketoacidosis, and treated with insulin. Two days later she was discharged in stable condition. After the event she felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.